Manufacturer narrative:
The returned device was evaluated and the investigation observed an exposed needle that did not fully retract. The source of this was due to a misalignment between the linkage assembly and the top housing. Before the pod was opened, the formed needle was visible through the bottom housing opening, and the linkage assembly appeared to not be fully retracted. After the pod was opened, the linkage assembly fully retracted, and slight score marks were observed on the top housing. Besides this misalignment between components, the pod was found to otherwise function as intended with no further evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Using the pod 3/ page 32-33. Check the infusion site: following insertion of the cannula, check the infusion site: look through the viewing window to check that the cannula is inserted into the skin. The cannula is tinted light blue. Check for pink coloring in the area on the top of the pod shown in the figure. This is an additional check that the cannula was extended. Check for wetness or the scent of insulin at the insertion site. The presence of either may indicate that the cannula has dislodged. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported the patients blood glucose level rose to 427 mg/dl. The pod was worn between 36 and 48 hours on the abdomen.